Event description:
It was reported that suture placement was attempted in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 8fr and during the aaa procedure the sheath was upsized to a 18fr sheath. Reportedly, a link break occurred on the first of five proglide devices placed. Hemostasis was achieved using two proglide devices in the right and left common femoral artery. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported link detachment was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.